Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, device history review, and accuracy testing. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. The product was not returned. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Sensitivity was also evaluated by testing two commercially available seroconversion panels, zeptometrix hcv 9041 and hcv 9045. The complaint lot detected the same bleeds as reactive with comparable s/co values as historical architect anti-hcv test results provided by zeptometrix. Based on all available information and abbott diagnostics complaint investigation, no systemic issue and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37, that has a similar product distributed in the us, list number 1l79.

Event description:
The customer observed (B)(6) results while using the architect anti-hcv reagents. The following data was provided. (B)(6). Roche method was (B)(6) and confirmatory testing (autolipa method) was questionable, however the specific result or interpretation for the confirmatory test was not provided. No impact to patient management was reported.